Event description:
The customer reported an interlock failure error message. This error causes the system to shut down. This could result in the delay or cancellation or a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver circuit board. The system operates as intended.